Event description:
A customer contacted beckman coulter (bec) reporting that about 3 ml of fluid leaked from the coulter ac*t differential hematology analyzer after backgrounds failed and quality control (qc) were recovering low on multiple parameters. The customer indicated that the leak was coming from the baths, but could not identify the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse that the white blood count (wbc) bath was overflowing due to valve lv14 not working and replaced it which resolved the issue. The fse also replaced the following as incidental measures due to the fact that they were yellowed or dirty: replaced the peristaltic pump tubing, silicone tubing, diluent filters, water filters, and probe wipe. The fse performed decontamination and clog detection. Failure mode: the cause of the leak was related to the valve lv14. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).